Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred post a c6/7 anterior cervical decompression and fusion procedure. It was reported that a screw has backed out and been lost within the patient and another screw was loose on the bottom level, but it is still in the bone. No patient injury/complication was reported.